Manufacturer narrative:
Bayer service performed a system service check out of the medrad stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded; however, the lot numbers were known. Functional testing of retained lot samples found them to perform to specification. A bayer clinical support specialist contacted the site and additional applications training is scheduled for may 16, 2016.

Event description:
The site reported the following: a CT of the abdomen and pelvis with contrast was performed on a (B)(6) male emergency department patient who had symptoms of abdominal pain. The contrast injection was performed while connected to a medrad stellant injector system. The radiologist reviewing the CT images detected 5-10ml of air in the left ventricle of the heart. The patient returned to the emergency department and was later transferred to the ICU where an echocardiogram was performed. No further information is available regarding the patient's condition.